Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted as patient was unhappy with the outcome and complained of severe halo/glare at night, that was unacceptable and she could not tolerate the visual disturbances. The lens was replaced with a monofocal lens. There was no surgical issues reported. No further information was provided. This report is for patient's right eye (os). A separate report will be submitted for the patient's left eye (od).

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/20/2017. Device returned to manufacturer?: yes. Additional information received reported there was no incision enlargement, vitrectomy, or patient injury. No additional information was provided. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed no anomalies. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There was no indication of a product malfunction. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.